Event description:
Codman hakim programmable valve with siphonguard shunt placed in my head on (B)(6) 2018 at (B)(6). The shunt may have been recalled before the procedure. The shunt malfunction causing a infection, two brain bleeds and then removed. I am left with no night vision, severe head pain daily, monthly counseling, severe anxiety, short term memory and medication for the rest of my life. Due to covid, which I had twice due to my compromised immune system I have not been able to handle the situation. I contacted the hospital they said the surgery itself was not the problem. It took them two years to finish investigation due to covid. I contacted integra life services and they took down my information, responded once and never responded again. I don't remember how many times I contacted them. I work for the city of(B)(6) fire dept. And was chosen out of a lot of applications. I can't even keep up anymore. Please help me. I have been on fmla since 2018 due to the traumatic brain injury. "Integra has not even acknowledged the product was?." My name is (B)(6). FDA safety report ID# (B)(4).